Event description:
It was reported that the pump had a display issue were pressing the one caused it to automatically jump to two, with the screen rapidly flashing between these numbers, affecting the customer's ability to interact with the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced to resolve the issue.